Event description:
The facility reported a non-delivery during patient use with no patient injury or medical intervention required. Upon testing by the technician the device free-flowed. The biomedical department tested the device for accuracy, and programmed the device at 150ml/hr. The device infused 700mg/hr. The biomed discovered that the spring loaded backplane was coated in an unknown substance which had caused the piece to become frozen in place. When the door was shut, depending on the finger placement of the pumping mechanism, the device would free flow. No additional information.